Event description:
It was reported that a patient sustained hypertropic scarring of the face after treatment using a lumenis ultrapulse laser. It was further reported that ten days post treatment, the wounds were slowly healing.

Manufacturer narrative:
An evaluation of treatment parameters and post treatment photographs by a lumenis medical subject matter expert concluded the root cause to be improper excessive laser effect employed on the part of the device operator during treatment contradictory to acceptable practice. An examination of the subject device by a lumenis technical subject matter expert concluded the device performed to manufacturer specification.